Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this right atrial lead exhibited low out of range pace impedance measurements, noise, pacing inhibition and loss of capture. This lead was then explanted and replaced. No additional adverse patient effects were reported.